Event description:
Ous MDR on (B)(6) 2015 a vf event alert arrived via home monitoring. It seemed noise was detected in the rv-lead by the iegm. Therefore, the physician called the patient for a followup the same day. During in-office follow-up, lead integrity was evaluated by moving patient position and changing device setting. According to our sales rep., the pacing threshold, r-wave, lead impedance looked fine, no peculiarities were seen when the patient moved her arms and upper body. But noise was reproduced when changing v-pacing; faint noise at 2.6v and obvious noise at 5.0v. Only one vf episode was recorded due to the noise and it was aborted before the patient was shocked. This lead was capped and replaced with an OEM lead. When the pocket was opened, the physician noted noise during v-sensing, but no obvious damage to the lead could be seen. There were no adverse patient side effects reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up report you provided has been carefully inspected. The clinical observation mentioned in the complaint description can be confirmed. Artefacts in the rv channel led to vf detection (without shock delivery), whereas sensing, pacing threshold and impedance values lie within the normal range. Artefacts in the rv channel and in the far-field channel can also be observed in the freeze iegms performed during the follow-up. In particular, at 5.0¿v pacing output the artefacts are stronger than at 2.6¿v output in accordance with what has been observed at the hospital. Based on the available data an insulation breach in the distal area of the lead cannot be excluded. However, in spite of all the information available for analysis, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.